Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 2014 (B)(6), the dystonia patient ¿wasn¿t able to open her eyes.¿ one week later, the patient went to the hospital to have her implantable neurostimulator (ins) reprogrammed and it was discovered ¿the battery was depleted. The ins had reportedly reached end of service (eos) at that time. The patient¿s family reported being told the ins would last for 4-5 years; however, they noted, the ins lasted less than two and a half years. The ins was replaced the day prior to report as a result of the event. The patient was ¿good¿ following the replacement. A supplemental report will be filed if additional information is received.